Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a crack in the battery compartment with moisture contamination observed inside. The battery cap was not returned with the pump, so a test cap was used for testing. There were two replace battery alarms and one low battery warning with evidence of voltage drops observed in the black box history. Current draws were within specifications. The leak test confirmed the battery compartment crack. The pump case was removed and there was no additional moisture contamination inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.